Manufacturer narrative:
Philips has investigated this complaint. During investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring. According to additional information acquired, the system was outside clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified an issue with the image processing pc (ip-pc). To resolve the issue, the fse replaced the ippc. The system was returned to use in good working order and ready for clinical use. The ip-pc was returned for further analysis. Functional testing was performed, and a defective dual in-line memory modules (dimms) was observed. Philips has initiated a medical device correction z-1156-2024 for this issue. The correction is implemented on this system on may 22, 2025. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing pc (ippc) failed to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.